Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure there was difficulty removing this ra lead from the device header. The lead was able to be successfully removed, however damage to the terminal pin was reported. The lead was surgically abandoned and a new ra lead was implanted. No adverse patient effects were reported.